Manufacturer narrative:
Balloon: catalog# 72400024, serial # (B)(4), exp date 05/28/2020, manufacturer date: 06/17/2015. Pump: catalog# 72404127, serial # (B)(4), exp date 05/14/2016, manufacturer date: 06/03/2015. Device evaluation: analysis results indicate device failure was related to the reported event. This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.

Event description:
It was reported that the patient complained that he is "missing urine" and the artificial urinary sphincter "is not working." Studies "detected that balloon is collapsed. The patient is incontinent." No further patient complications were reported in relation to this event.